Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening . Leak test was performed and found opening in the radius . A microscopic analysis was performed which identify opening striated in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. Opening.